Event description:
A report was received indicating that an 7000i sensor connected to a 920mp pulse oximeter allegedly burned a child.

Manufacturer narrative:
The product was returned to nonin medical inc. Where the product was inspected and tested (B)(4) 2011 for defect, no malfunction was discovered. The monitor and sensor were tested in an elevated temperature chamber at 35 degrees celsius and the applied sensor temperature was monitored for a temperature rise while operating on a patient simulator, no temperature rise above ambient was recorded during the test.